Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one cassette from the duodopa package was defective and the outlet of the cassette tubing was leaking. There was no reported patient involvement.